Manufacturer narrative:
A visual and microscopic examination identified distal stent damage. Struts on rows 3 to 8 from the distal edge were misaligned. A visual examination revealed a kink on the hypotube 19.3 cm from the catheter strain relief. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stent treatment procedure, there was difficulties crossing the lesion. The 98% stenosed lesion was located in a moderately calcified and severely tortuous left anterior descending artery. There was significant resistance encountered during insertion. Flushing was maintained throughout the procedure. The 3.00 x 24 mm taxus liberte stent was unable to cross the lesion. The procedure was completed with balloon angioplasty. The pt's status is listed as good with no complications reported. The device analysis revealed stent damage.